Manufacturer narrative:
Main investigation conclusion: a direct cause between heartmate 3 left ventricular assist system (hm 3 lvas), serial number (B)(6), and the reported event could not be conclusively established through this evaluation. A specific cause for the reported event could not be determined through this evaluation. Multiple attempts for additional information were sent to the account; however, no additional information was provided. The heartmate 3 instructions for use lists right heart failure as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. The heartmate 3 left ventricular assist system instructions for use, rev. C lists right heart failure and death as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. This document states: ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump.¿ the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient passed away due to right heart failure.